Event description:
It was reported that during an unknown procedure, there was a faulty multiclip applier (mca). Further details to be provided by product specialist. Device to be returned for investigation. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was received in good physical condition. Upon cycling the device, it was noted to be empty and with the locked out non functional. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history records were reviewed with no anomalies noted during the manufacturing process.